Manufacturer narrative:
Mitek is at this point in time awaiting the receipt of the complaint device. Upon receiving the device, an evaluation will be had, and those conclusions will be the subject in the follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, a portion of the distal end of an expressew suture passer broke off into the patient's joint space. It took the surgeon an hour to remove the broken fragment. The repair was concluded successfully without further incident or harm to the patient.